Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer regarding reprocessing (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of the reportable event, the customer provided the following information regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It is unknown when the foreign material adhered to the device. There was no delay to the start of pre-cleaning, which was done properly. There were no issues with the accessories used for reprocessing. The customer did not wipe or brush the air/water nozzle based on the results of the investigation, the root cause could not be determined. Upon inspection, it was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely that the material remained in the device because the user's reprocessing steps deviated from the instructions for use (IFU), the customer did not wipe or brush the air/water nozzle. It was also noted that the air/water nozzle was not deformed. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function]. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue of angle play was confirmed. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending angle was insufficient due to the elongation of the angle wire. The reported issue of the soft insertion flexible tube was not confirmed. Poor insulation performance at the tip was recognized due to adhesive peeling of the bending section cover. The bending section cover adhesive was cracked due to external factors. The insertion tube cover boot protector was missing. The insertion tube and universal cord had wrinkles due to external factors. Water coverage was recognized on the electrical connector. Scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the angle on the evis lucera colonovideoscope had play and the insertion flexible tube was soft, not stiff. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign matter due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle was clogged with foreign matter due to insufficient cleaning noted at estimation.